Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify low blood glucose alert due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump is not suspending in manual mode when it detects that customer was low. The blood glucose was 63 mg/dl. The device will be returned for the analysis.